Event description:
It was reported the pt was hospitalized due to an overdose. The drug used in the pump is dilaudid (hydromorphone) 25 mg/dl, bupivicaine (marcaine), and clonidine. The pt was last seen for a refill of the intrathecal drug delivery pump in 2008. The dose was increased from 0.5 mg/day to 1.0 mg/day. The pt became unable to wake. The pt was given narcan three times. Each time the pt would wake shortly after then fall asleep again. At the time of the report, the pt was awake and talking. The health care provider was suspecting the dose was too high for the pt and wanted the dose "turned down." Additional info has been requested, but was not available on the date of this report.